Manufacturer narrative:
Correction to section h6 evaluation code result. H3 device evaluation summary: updated due to component return medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator generated an alarm stating ¿only able to ventilate on 21% or 100% o2 (oxygen). The device was available for evaluation. The device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic field service engineer (fse) evaluated the device and found relevant diagnostic codes confirming the reported issue. The fse switched the air proportional solenoid (psol) and the delivery psol but the problem was not resolved. To solve the issue, the fse replaced the air psol. The fse found an additional finding that during the leak test in the extended self-test (est) the circuit was over pressured. The delivery psol was replaced along with a new fan filter and software/firmware was updated to the most current versions. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. One air psol was returned for failure investigation. It was installed into a failure investigation test ventilator and powered up. The unit failed est with an error code (air psol lift off current oor). The unit was studied under a microscope where it was revealed contamination of a scratches on the concentric circle of the poppet which is the sealing ring and would not enable the poppet to seal correctly causing a leak. It is unknown how this damage occurred. One delivery psol was returned for failure investigation. It was installed in the test ventilator and powered up. Performed post (power on self-test), est (extended self-test), sst (short self-test) and all calibrations. No errors and no alarms were found. The cause of the observed conditions determined to be contamination of poppet in air psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to section h6 component code. Correction to h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator generated an alarm stating ¿only able to ventilate on 21% or 100% o2 (oxygen). The device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic field service engineer (fse) evaluated the device and found relevant diagnostic codes confirming the reported issue. The fse switched the air proportional solenoid (psol) and the delivery psol but the problem was not resolved. To solve the issue, the fse replaced the air psol. The fse found an additional finding that during the leak test in the extended self-test (est) the circuit was over pressured. The delivery psol was replaced along with a new fan filter and software/firmware was updated to the most current versions. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The potential cause of the event was isolated in the field to a potential fault in the air psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator generated an alarm stating only able to ventilate on 21% or 100% o2 (oxygen). The device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic field service engineer evaluated the device and found relevant diagnostic codes and replaced the air proportional solenoid (psol) and the delivery psol. Additionally, a new fan filter was installed. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The potential cause of the event was isolated in the field to the air and delivery psols. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.

Event description:
It was reported that this 980 ventilator generated an alarm stating ¿only able to ventilate on 21% or 100% o2 (oxygen). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.